Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported a mesher gave an incomplete mesh during a cadaver lab procedure. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. On (B)(6) 2018 , it was reported that the device was giving an incomplete mesh. On (B)(6) 2018 , it was clarified that the mesher gave an incomplete mesh of the previously recovered cadaveric skin on (B)(6) 2018 . The surgical technique for the product was followed. There was no visual damage to the device. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired evaluated skin graft mesher serial number (B)(4), seven times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the device was evaluated with no components replaced. The 1.5-1 s.n..(B)(4), and 2-1 s.n.(B)(4), cutters both failed to produce an incomplete mesh and were deemed non-repairable. The device history record (DHR) and previous repair report review, for serial number .(B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter serial number .(B)(4), twice as documented in the repair reports in livelink. The cutter was last returned with mesher (serial number: .(B)(4), on (B)(6) 2018. The device history record (DHR) and previous repair report review, for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired evaluated 2:1 cutter serial number (B)(4)twice as documented in the repair reports in livelink. The cutter was last returned on (B)(6) 2015. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed the roller gear was damaged on the device. The device was within calibration and produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) failed to produce a passing sample mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller gear. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the 1.5 cutter failed to produce a passing sample. The root cause of the incomplete mesh due to the damaged cutter. A damaged cutter can cause a less than optimal graft. It is unknown how the cutter became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number: (B)(4), and a 2:1 ratio cutter, serial number: (B)(4) for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher seven times. The last repair was on (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the device was evaluated with no components replaced. The 1.5-1 s.n.1511951 and 2-1 s.n.1506038 cutters both failed to produce an incomplete mesh and were deemed non-repairable. The device history record (DHR) and previous repair report review, for serial number: (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated the 1.5:1 cutter twice. The cutter was last returned with mesher (serial number: (B)(4) on february 28, 2018. The device history record (DHR) and previous repair report review, for serial number: (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated the 2:1 cutter twice. The cutter was last returned on september 21, 2015. Initial qa inspection of the skin graft mesher revealed the roller gear was damaged on the device. The device was within calibration and produced a passing sample mesh. The 1.5:1 ratio cutter failed to produce a passing sample mesh and was deemed non-repairable. The 2:1 ratio cutter produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller gear. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since it is unknown which cutter the account was using during the reported issue. The device produced a passing test mesh with both the qa cutter and the 2:1 ratio cutter. The 1.5:1 ratio cutter failed to produce a passing mesh. The root cause of the incomplete mesh cannot be specifically determined with the provided information since it is unknown which cutter the account was using during the reported issue. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.